Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - when was the needle popped off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - what is the total number of products involved in this event? - did the event occur during one or multiple patient procedures? - what is the total number of procedures? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - please provide the source or name of person providing answers to follow-up questions: I don¿t know. I don¿t have any further information a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-05680, 2210968-2023-05681, 2210968-2023-05682, 2210968-2023-05683, 2210968-2023-05684, 2210968-2023-05685

Event description:
It was reported that a patient underwent a hiatal hernia repair on (B)(6) 2023 and suture was used. During the procedure, the surgeon stated that the needle has been popping off too easily. Surgeon would pull another suture to continue with the procedure. It happened six times during this procedure. No adverse patient consequences were reported. No additional information was requested.